Event description:
The pt reportedly experienced loss of lock and intermittencies. External equipment was exchanged and programming adjustments were made; however, this did not resolve the issue. Surgery to explant the pt's device will be scheduled.